Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. In addition, before each manufacturing lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum, minimum and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the device was implanted in (B)(6) 2005 and that the pt was revised for infection.